Manufacturer narrative:
The suture trimmer was returned for analysis. The reported failure to cut the suture was confirmed. The handle halves were opened and the thumb knob shaft was noted to be separated. A review of the lot history record identified one exception. A review of the complaint history identified no similar incidents from this lot. The reported failure to cut with the gated suture trimmer was concluded to be related to a potential product quality issue based on the observed separated internal component during returned device analysis. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was done using a prostyle device prior to an interventional percutaneous transluminal angioplasty procedure via a 6f sheath. Reportedly, while pushing back on the suture trimmer thumb knob, the blade cover failed to retract. This required the use of a separate suture trimmer. The same prostyle device was successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Analysis of the returned suture trimmer found the thumb knob was separated inside the handle. No additional information was provided.